Manufacturer narrative:
H11: manufacturing review: a manufacturing review was not requested as the lot number reported is unknown. Investigation summary: one powerport MRI isp implantable port attached to a groshong catheter was returned for evaluation. Visual evaluation, microscopic visual observation, tactile and functional testing were performed on returned device. Three partial compound breaks were noted on the attached catheter approximately 2.7cm, 3.2cm and 3.8cm from the distal end of the cath lock. The edges of the first partial compound break on the attached catheter were noted to be uneven. The surface was noted to be round and smooth in both regions. The edges of the second partial compound break on the attached catheter were noted to be uneven. The surface was noted to be round and smooth in both regions. The edges of the third partial compound break on the attached catheter were noted to be uneven. The surface was noted to be round and smooth in both regions. Aspiration was attempted and was unsuccessful as neither water nor air did not return to attached syringe. The investigation is confirmed for the reported suction issue and identified catheter fracture, deformation and naturally worn issues. The identified break is typical of flexural fatigue, which is due to the repetitive, cyclic kinking of the catheter. Such kinking may have physiological, placement, usage or mechanical contributing factors. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. Section a through f: the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2024 a patient underwent a port placement procedure using the powerport m.r.I. Isp. After some time, on (B)(6) 2026, the powerport was removed due to a lack of blood backflow during use. There was no reported patient injury.